Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed in section h10.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3 date of event - (B)(6) 2019. D10 product received on - 05mar2019. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation . A review of the complaint history, device history record, and quality control of the device, as well as a visual inspection, were conducted during the investigation. The complaint device was returned unopened. Visual examination confirmed the presence of an unknown fiber within the packaging, confirming the customer complaint. Additionally, a document based investigation evaluation was performed. Sufficient controls are in place to detect this failure mode prior to release. A review of the device history record showed no nonconformances for this lot. It should be noted no other complaints were reported for this lot number. Based on the information provided, inspection of the returned product, and the results of the investigation, a definitive conclusion was able to be made. The cause of failure was found to be a quality control deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: coordinator. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a jeffrey wire guide exchange set was to be used in an unknown patient for an unknown procedure. As reported, there was a hair observed inside the packaging. Device did not make patient contact. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.